Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information based on the information supplied by the legal manufacturer. Please refer to the following sections for the new information: d1, d2, d4 UDI, h6 type of investigation, h6 investigation findings, h6 investigation conclusion. Based on the results of the investigation, since the subject device was not returned, a specific cause of the event could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image on the monitor. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Upon troubleshooting at the customer site, the customer resolved the issue after they disconnected and then reseated the device cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.